Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was not impacted. The contact checked the supplies on the pump and there did not appear to be any damage; they were not immediately changed. The cause of the occlusion could not be determined by the contact and indicated that they were working with a clinical diabetes specialist and discussing different infusion sets.